Event description:
New easy core 18ga biopsy gun 10 cm used for liver biopsy and after firing the needle tip was bent when removed - the specimen was damaged. Second gun was used and had the same result.